Event description:
It was reported that the patient presented for an unrelated procedure. During the procedure, it was noted that the right ventricular port of the implantable cardioverter defibrillator was crooked and there was blood in the setscrew. The device was explanted and replaced. Patient was stable before, during, and after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The device was tested on the bench and no anomalies were found.